Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event discovered outside of the operating room with no patient involvement.

Event description:
It was reported that four hand-pieces for the battery powered drivers were not working properly. The devices were reported to be: one running slow with motor noise, one reverse was not working, one runs inconsistently with motor noise and another was laboring and running slow. There was no patient involvement. This report is for the device that runs inconsistently, won't turn off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the customer reported the device was running continuously. The repair technician reported the membrane vent was damaged, the motor was not running in reverse, and the motor was making a grinding noise. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005849), membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on (B)(6) 2015. The evaluation was confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the service history of the past three years has been reviewed. The item was previously returned for service on 09-jan-2013, 13-mar-2013 and 06-dec-2013 due to motor failure. The customer called in a service request for this item on 25-nov-2014 and reported the device will not turn off and is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device will not turn off and is inoperable. The manufacture date of this item is 24-may-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.